Manufacturer narrative:
As the stent remains implanted and the delivery device has been confirmed as disposed, no product analysis can be completed and no root cause determination can be made. As the lot number was not provided, no shopfloor paperwork review can be performed.

Event description:
It was reported that post a stenting treatment procedure, restenosis occurred. An express2 3.2 x 16mm stent was implanted in the non-calcified mild left anterior descending artery (lad) and the lesion was reported to be 90% stenosed. The pt returned approx 6 months post procedure and an isr was diagnosed. The isr was treated with an ultra rapid exchange cutting balloon which ruptured at 6 atms on the initial inflation. No further pt complications were reported. Patient status was reported as 'good'. No further information is available regarding the original deployment or the subsequent procedure.